Event description:
Upon opening the augmentation mammoplasty pack, the team noticed a hair inside. A photo was taken, information was saved, and the team broke down the contaminated pack. The team had to call for a new pack and a handful of items that were opened prior to seeing the hair. This caused an approximate 20 minutes delay. Photos are attached for reference. Pack: augmentation mammoplasty pack. Catalog#: pgocotntl01. Lot#: 632571.